Event description:
The customer reported that the unit powers on and after a few minutes the unit turns off. They have replaced it with new batteries and the same thing happens.

Manufacturer narrative:
(B) (4) intermittent power. Evaluation of the returned product shows that the alarm does turn on. The alarm was left on for a duration of time and did not shut off. All functions met specifications. The led display goes dim when pressure is released from the sensor. The face of the alarm case has some scratches. (B) (4).